Event description:
It was reported that when the pump was primed there were no issues and everything went smooth and routine. When the pump was started it was running at 5000 rpms even though the fixed speed was set at 3000 rpms. The site did not try to adjust the low speed limit. They tried to stop the pump and it would count down 10 seconds but the pump would not stop. This was tried three times until they decided to disconnect the modular cable. The power module, system monitor, and patient cable were all exchanged and then everything worked fine. Related MFR # 2916596-2022-15564, related MFR # 2916596-2022-15562.

Manufacturer narrative:
Patient identifier requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This report was determined to be duplicate to MFR # 2916596-2022-15894. The investigation findings will be reported under MFR # 2916596-2022-15894.